Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated potassium result generated on the architect c8000 processing module for a patient. The sample was repeated on another analyzer and a normal result was obtained. The following data was provided: customer¿s normal range: 3.5 to 5.0 meq/l. Sid (B)(6): initial potassium result = 8.9 meq/l; repeat result (same analyzer) = 6.8 meq/l repeat on another analyzer ((B)(6)) = 4.2 meq/l. There was no impact to patient management reported.

Manufacturer narrative:
Section d10 - concomitant product: concomitant product was added. The architect c8000 processing module was considered the likely cause of the issue as a single definitive cause could not be determined. However, sample integrity could not be ruled out as an additional likely cause. An instrument service history review for (B)(6) revealed no additional tickets associated with discrepant or erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review for similar complaints did not identify an increase in complaint activity related to the current issue. The device history record was reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect c8000 processing module, serial number (B)(6), was identified.

Event description:
The customer observed falsely elevated potassium result generated on the architect c8000 processing module for a patient. The sample was repeated on another analyzer and a normal result was obtained. The following data was provided: customer¿s normal range: 3.5 to 5.0 meq/l. Sid (B)(6): initial potassium result = 8.9 meq/l; repeat result (same analyzer) = 6.8 meq/l repeat on another analyzer (B)(6) = 4.2 meq/l . There was no impact to patient management reported.